Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient had refractive surprise. The lens was exchanged. Additional information received and stated that the patient was unable to see well in distance or near vision.